Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer used a backup insulin pump and was provided with a new replacement pump by cts. Instructions were given on returning the problematic pump, which the customer acknowledged, including putting it into storage mode and using a pre-paid label for ups return within 10 days. Cts confirmed the shipping address and ensured a signature requirement for delivery was in place.